Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2026 and suture size 6-0 was used. The suture separated from the needle during use. Both the needle and suture were accounted for, and no portion was retained in the surgical field. A replacement suture was opened, and the procedure continued without further issues. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: --did the reported issue contribute to any patient adverse consequences? - could you please provide the lot number of the defective products? -do you have any photos available for visual analysis?